Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that intraocular pressure (iop) control did not work during a procedure. The surgeon has to increase the iop to much higher level until it worked, then decreased it to the normal level. The event occurred at the beginning of the procedure. There was no patient harm. Additional information has been requested, but none has been received to date..

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: "the customer reported problems with intra-ocular pressure (iop) control during surgery. The iop control was not working during surgery and the customer had to increase the iop control to a much higher level until it worked and then, they reduced it to their normal level. Per the customer these system messages were displayed. Additional, related information was requested but was not obtained. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined. The company representative was able to observe issues seen in the event logs but did not find any issue related to the intraocular pressure (iop) control function. To use the iop control feature, the user must first calibrate the cassette. If the calibration step is not performed before attempting to activate the feature, system message (sm) will be displayed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a customer use issue. (B)(4).